Event description:
It was reported that the right atrial (ra) lead displayed oversensing, increasing impedance and high thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the distal segment of the lead was returned and analyzed with no anomalies found. There was cosmetic environmental stress cracking on the outer insulation, blood in/on the helix mechanism, and tissue on the helix.